Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (husband) for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (paramedics). The complaint was classified based on the limited customer care advocate (cca) documentation, as the reporter was unable/unwilling to answer many questions. The reporter was unable/unwilling to say when the alleged issue first started. He claimed that the patient obtained an alleged inaccurate high result of 151mg/dl on the subject meter compared to 31mg/dl on the other meter. The reporter was unable/unwilling to answer how the patient manages her diabetes and claimed that the patient developed the symptom of "semi coma" on an unspecified date and time. The reporter detailed that the patient received treatment, however was unable/unwilling to specify what the treatment was and who administered it. At the time of trouble shooting, the cca confirmed that the reporter was unable/ unwilling to answer questions. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.